Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath and headache,not sleeping well, sore throat and misus threw out the day.nasal/throat irritation or soreness, device will not turn on/device not functioning. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having difficulty breathing/short of breath and headache,not sleeping well, sore thorat and misus threw out the day, nasal/throat irritation or soreness, device will not turn on/device not functioning. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. No errors were logged. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h9 corrected and section d9, g3 and h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath and headache,not sleeping well, sore thorat and misus threw out the day.nasal/throat irritation or soreness, device will not turn on/device not functioning that are related to CPAP device's sound abatement foam. Additional information was received about the allegation of nose irritation, respiratory tract irritation, dizziness, and/or headache, hypersensitivity inflammatory response, kidney disease/toxicity liver disease/toxicity other. The section e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code, medical device problem code was corrected.